Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use. During the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient without any issues. The procedure was completed with another of the same device. There were no patient complications.